Manufacturer narrative:
Correction to section g3 - the initial MDR was submitted with aware date 22dec2023; however, the correct aware date is 15jan2024. Manufacturer's investigation conclusion: the reported event of abnormal voltage values was confirmed; however, the reported event of fluid ingress in the 14v battery and the system controller ¿chirping¿ was unable to be confirmed. A log file was submitted ((B)(4)) and downloaded (d1181007) for review from the returned heartmate 3 system controller (serial number: (B)(6) a review of the log files showed overlapping events spanning approximately 3 days (20dec2023 ¿ 21dec2023, 18jan2024 per timestamp). Events occurring on 18jan2024 were recorded during testing at abbott. Atypical relative state of charge (rsoc) voltage values were recorded on 21dec2023 from 10:50:37 - 11:01:19. The voltage values ranged from ~4.5 - ~7.5v on the white power cable while connected to battery power. Additionally, an atypical power cable disconnect alarm that was associated with an rsoc_invalid fault on the white power cable was active during this time on 21dec2023 at 11:00:51. Voltage returned to its expected value following this event. The driveline was disconnected on 21dec2023 at 13:37:22. There were no other notable alarms active in the log file. The 14v li-ion battery serial number: (B)(6) went through a charge/discharge cycle and placed in a universal battery charger for further testing, and no atypical signals were observed. The battery was able to charge to full bars as intended. The 14v battery was hooked up to a mock loop with the returned system controller and battery clips. The battery was functionally tested and found to operate as intended during analysis; no alarms were produced. The 14v battery was inspected for the reported fluid ingress, and none was observed. A root cause for the reported events was unable to be conclusively determined through this investigation. The 14v li-ion battery (serial number: (B)(6) was inspected and accepted into the receiving inspection storage location on 21oct2022 and passed all manufacturing testing prior to being initially shipped outbound on 31oct2022 via outbound delivery. The heartmate 3 instructions for use states under the weekly safety checklist to clean the metal battery terminals and contacts on the batteries and to check for damage. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient soaked their external equipment while the shower bag was in use. The patient noted that the amount of water was significant and had to be poured out of the bottom of the bag. The patient had a period of intermittent chirping from their system controller. There were no alarm or hazard lights on during the event, or any messages on the system controller screen. The event log files captured a low voltage event on (B)(6) 2023, but nothing that pertained to the water ingress event. The event log files also captured a few abnormal voltage values on (B)(6) 2023 between 10:50 and 11:01 that occurred on battery power. The patient confirmed that the modular connector was wrapped, sealed, and uncompromised. The patient came to clinic and all external equipment, including the modular cable, were exchanged. Related manufacturer reference number: (B)(4) (system controller) related manufacturer reference number: (B)(4) (modular cable) related manufacturer reference number: (B)(4) (shower bag) related manufacturer reference number: (B)(4) (14 v battery) related manufacturer reference number: (B)(4) (battery clip) related manufacturer reference number: (B)(4) (battery clip)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.